Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was damaged, and the stylet had failed to advance in the lead. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The event of failure to advance the stylet was confirmed. As received, a complete lead was returned in one piece and no anomalies were found with the outer insulation. The helix with partial extension was clogged with blood. Upon visual inspection and x-ray examination, there were no anomalies found. Upon electrical testing, no indication of conductor fractures or internal shorts were found. Analysis of the lead revealed that blood was found in the inner coil obstructing the stylet. The cause of the reported event was isolated to the blood in the inner coil obstructing the stylet.